Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿involvement of extracellular hsp72 in wear particle-mediated osteolysis¿ by gema valles, et al, published by acta biomaterialia (2012), vol. 8, pp. 1146-1155, was reviewed. The purpose of this article was to review the genetic susceptibility to wear particle-mediated osteolysis in patients who had revisions of acetabular cups and polyethylene liners due to aseptic cup loosening and osteolysis. The authors investigated excised tissue for inflammatory markers indicating susceptibility to osteolysis. There were revisions of competitor and depuy products. This complaint captures the five patients who were implanted with a duraloc 500 cup and polyethylene liner. All patients were revised due to aseptic cup loosening. Osteolysis and polyethylene wear were confirmed intraoperatively. (B)(4) captures case 1. Case 2-5 are included in the attached guidance document and linked to (B)(4). Yo patient revised cup and polyethylene liner years after index tha due to aseptic loosening and osteolysis. The explanted polyethylene liner showed evidence of polyethylene wear.